Event description:
It was reported that during a routine device replacement procedure the physician found severe twisting of the lead into a large knot encased by fibrosis. Twiddling is suspected. After the lead was unraveled, it was connected to the new device and tested normally. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.